Event description:
It is reported that the day after surgery, during cleaning, that the ball bearings were missing.

Manufacturer narrative:
This report will be amended when our investigation is complete.